Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing during a procedure at the user facility, the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.